Event description:
It was reported that low, out of range impedance values were observed. It was stated that when impedance values were checked on 2014-(B)(6) all contacts were found to be within normal limits. It was further stated that when checked at the time of report, the impedance value between electrodes zero and one was found to be 43 ohms. It was reported the patient was having an issue with their right side where they were programmed for 0+1-2- at 6.2 volts and were raised to 6.3 volts at the time of report. It was stated the patient¿s therapy impedance on their right side showed 128 ohms at the time of report. It was noted the patient¿s left side was ¿doing fine¿ and was programmed at 6.3 volts. It was stated the patient denied experiencing any falls or traumas. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# unknown, product type lead. Product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).